Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (time/date reset) issue. The reporter stated that stated that the patient had a blood glucose (bg) of 500mg/dl with rapid, deep breathing, abdominal pain, extreme drowsiness, blurred vision, polydipsia, polyuria, nausea, vomiting, symptoms of dehydration and large ketones. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis. The patient was treated with IV fluids and other treatment. Customer support (cs) completed troubleshooting and alleging that the time and date reset to default when the battery was removed from the pump for less than 24 hours. This malfunction is being ruled out based on the following: the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. During troubleshooting the reporter stated that they think the patient has a stomach virus. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.